Event description:
It was reported by the patient that the remote monitor will not dial out. The monitor has had successful transmissions in the past. A new telephone cord was received and attempted without success. The monitor is being replaced. No patient complications have been reported as a result of this event. It was reported by the patient that the remote monitor will not dial out. The monitor has had successful transmissions in the past. A new telephone cord was received and attempted without success. In addition, the patient stated the power adaptor feels hotter than normal. The monitor is being replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note the following correction: the event noted the remote monitor reaches the send phase but does not complete the transmission. The potential for injury or death as a result of the monitor not dialing to send a transmission is remote. Please note the medwatch report submitted (B)(6) 2011 was inadvertently sent for this non-reportable complaint under the medical device reporting regulations. No further information will be provided. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor will not dial out. The monitor has had successful transmissions in the past. A new telephone cord was received and attempted without success. The monitor is being replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.